Event description:
It was reported, the patient's ipg had reached low battery on (B)(6) 2024 per generator logs. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-0000415.